Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead exhibited noise and undersensing. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the distal conductor was fractured. The analyst noted that the distal conductor is fractured at 1.5 cm from the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead exhibited noise and undersensing. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.